Event description:
It was reported that the patient underwent a disectomy. It was reported that the pituitary was damaged during the procedure; the jaws at the distal end of the instrument are misaligned. No patient complications were reported. The surgeon used another micropituitary to complete the surgery successfully.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with morphology suggesting the direction of fracture. Deformation noted adjacent to fracture initiation area, consistent with bend stress overload. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.